Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform that the adc device detached prematurely. The customer indicated that due to this issue, they experienced a loss of consciousness and/or seizure, but indicated no third-party treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via a webform that the adc device detached prematurely. The customer indicated that due to this issue, they experienced a loss of consciousness and/or seizure, but indicated no third-party treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
See section h11 (corrected data). All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Additional follow up with the customer confirmed there was no medical event which occurred with this issue. The previous initial report was filed in error. No further reports are required.